Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tape not sticking event on 06-feb-2026 and stated that infusion set fell off due to heavy perspiration. No further information available.